Event description:
Complainant alleged that while monitoring a pt (age & gender unk) with abdominal pain, the device displayed "pacer disabled," "defib disabled," "system fault 36," and "system fault 37" messages. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product and this complaint is still under investigation.